Event description:
The customer originally reported that the olympus maintenance unit was presenting a power switch issue during reprocessing. Additional details relating to the reporting person and other event details have been requested, but no response has been received. During the device evaluation, it was discovered that the power switch was broken with parts of the metal power circuit exposed. This report is capturing the broken power switch with exposed components. There was no patient involvement during this event.

Manufacturer narrative:
The device was not returned; however, an olympus technician conducted an onsite evaluation. During the evaluation, as noted in describe event or problem, the power switch was broken and the metal parts of the power circuit were exposed. Per the service team, the power switch, including the water protection cap were replaced. Additionally, three of the device feet were replaced due to them being brittle and cracked. If additional information becomes available following device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the root cause can not be identified at this time. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.